Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, in the morning she was attempting to fill the tubing. When she attempted to rewind the device just continued going and going. The customer's blood glucose was 146 mg/dl. She then stated she was unable to exit the "prepare to prime loop." The customer was advised to press the act button until the two series of beeps or numbers appear on the display, it didn't occur. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.